Event description:
During a remote follow up, post paced t wave oversensing and undersensing were observed on the device. No intervention has been performed at this time. The patient was stable and will continue being monitored.